Event description:
Two instruments were used in a lap nephrectomy procedure. The first device stopped working during use. The device would not activate and no error codes were displayed. The second did the same thing. A third instrument was used to completed the case. There was a delay in the procedure but no patient consequences as a result.